Event description:
It was reported that the patient had 'not been acting himself' for the past 4 days prior to this report after the patient fell twice. It was noted that the patient was 'ill and his personality was different.' It was added that the patient was 'usually happy and friendly and he isn't right now.' If additional information becomes available, a supplemental report will be filed.

Manufacturer narrative:
Concomitant products: product ID 37642, serial# (B)(4), product type programmer, patient; product ID 3389s-40, lot# v006947, implanted: (B)(6) 2006, product type lead; product ID 3389s-40, lot# v006947, implanted: (B)(6) 2006, product type lead; product ID 748251, serial# (B)(4), implanted: (B)(6) 2006, product type extension; product ID 748251, serial# (B)(4), implanted: (B)(6) 2006, product type extension. (B)(4).

Event description:
It was reported that the cause of the event was an infectious process unrelated to the deep brain stimulator (dbs). It was noted that the patient followed up with their primary care provider and was not hospitalized for the reported event.

Manufacturer narrative:
Product ID 37642, serial# (B)(4), product type: programmer, patient. Product ID 3389s-40, lot# v006947, implanted: (B)(6) 2006, product type: lead. Product ID 3389s-40, lot# v006947, implanted: (B)(6) 2006, product type: lead. Product ID 748251, serial# (B)(4), implanted: (B)(6) 2006, product type: extension. Product ID 748251, serial# (B)(4), implanted: (B)(6) 2006, product type: extension. (B)(4).